Event description:
A caller reported a cartridge alarm issue during the load process with their insulin pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support confirmed multiple alarms with consecutive cartridges and decided to replace the pump under warranty. They provided the caller with instructions for returning the faulty pump and advised on using a backup therapy to ensure continued insulin delivery. A replacement pump with updated software was sent, and the caller was guided on future sensor usage and storage mode procedures.